Manufacturer narrative:
(B)(4).

Event description:
The pt had turned her implantable neurostimulator (ins) off for about a month because the stimulation made her pain worse. Her ins was randomly turning itself off and on. A MFR's rep interrogated the ins and confirmed that it would randomly power on and off. The pt was able to recharge her ins normally. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.